Manufacturer narrative:
The technician found out that the side rail center arm was broken. The technician replaced the side rail center arm assembly to resolve the issue.

Event description:
The technician alleged the side rail would not latch. No patient impact.